Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the depth gauge for locking screws to 100mm for im nails (part #: 03.010.072, lot #: 8775430) was returned and received at us cq. Upon visual inspection, the needle component was observed to be bent at multiple location. No other issues were identified with the returned device. Dimensional inspection: a dimensional inspection was performed on the returned device. The outer diameter of the needle was measured and is within the specification per relevant drawing. Document/specification review. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Locking screw measuring device. Slider assembly. Hook slider assembly. Investigation conclusion: the complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: product code: 03.010.072. Lot number: 8775430. Manufacturing site: haegendorf. Release to warehouse date: 08. July 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a regular inspection the depth gauge was found bent off. No patient involvement. This report is for 1 depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for complaint (B)(4).